Manufacturer narrative:
The returned instrument appears to have broken by applying a force higher than material capability of the working end. It is broken at approx 5.5 mm from the tip. These type of instruments ((B)(4) elevator) have a life expectancy of 7 years and the returned instrument was manufactured in 1986. The returned instrument has exceeded its life expectancy.

Event description:
The dental instrument (elevator) broke during a surgical extraction. The pt was sent to an oral surgeon where they recommended to leave the tip because it will not cause any harm to the pt. The date of birth and weight of the pt were not provided.